Event description:
The patient reported the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in his left eye (os). The surgery date was (B)(6) 2009. The patient reported experiencing glare at night and he found it difficult to focus upon waking up in the morning. The lens remains implanted.

Manufacturer narrative:
(B)(4). Lens implanted. Evaluation, method - work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Evaluation method: medical review. Results: per medical review - reportedly patient is experiencing subjective visual disturbances (difficulty to focus in the morning and glare at night) following micl implantation 4 years ago. Lens remains implanted. Despite many attempts the information from the implanting surgeon was not received. It should be noted that patient was 47 years old at the time of the surgery, and according to the dfu, the visian icl is indicated for use in adults 21-45 years of age. Therefore, the safety and effectiveness of this lens have not been established in patients over 45 years of age. Conclusions: based on the complaint history, work order search and the medical review, a specific root cause of the event could not be determined. (B)(4).